Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found lead insulation abrasions.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. During the explant procedure, insulation damage was observed on the lead.